Event description:
In early 2009, the pt reported that for the past 2 months he has had to change his insulin infusion sets every 1.5-2 days. During troubleshooting, he stated he rotates his sites, mostly using his abdomen and sides. He uses an insertion device and has not noticed any bent or kinked cannulas. He has noticed air bubbles at the connector when he changes his site. He has not received any alarms or errors on his infusion device. He determines when he needs to change his site based on his blood glucose readings. Beginning twelve days prior to the present, he has had elevated blood glucose readings ranging from 114 mg/dl to 425 mg/dl. To correct his readings he boluses insulin and changes his infusion site. Courtesy infusion sets and a guide to infusion site management were sent to the pt and a request for additional training was submitted. On five days after the original date, the pt stated his blood glucose has returned to his normal range with his most current reading being 95 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.